Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pre filled catheter balloon was not able to inflate when the clip removed. The complainant had saved the catheter and packaging to return.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be pinch lumen/collapse lumen/ thick sac thickness/ valve damage/ short inflation lumen. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Corrections: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pre filled catheter balloon was not able to inflate when the clip removed. The complainant had saved the catheter and packaging to return.